Event description:
Healthcare professional reported that patient was injected with juvéderm ultra® xc in lips. Pre-treatment involved numbing agent and area pre-cleansed with chlorhex. Post-injection patient treated with yellow led light and heat pack. Immediately after, patient experienced a vascular occlusion. Patient was treated with two vials of hyalase® reconstituted in 3ml 1% lignocaine total 3000iu. Symptoms resolved that day.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.